Event description:
It was reported that patient presented in the or for system implant and post-paced t-wave oversensing on the ventricular lead as noted on the egm. The patient did not receive therapy during the oversensing. The device was reprogrammed and remains implanted.